Event description:
The customer reported the unicel dxc 600 pro synchron system had liquid on top of cover of reagent carousel. Customer reported the fluid was contained to the instrument. No exposure reported. Customer was wearing gloves and lab coat. No erroneous results generated.

Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the leak on top of cover of reagent carousel was the reagent probe b leak due to the collar wash valve. Fse replaced the valve and the leak was resolved. Beckman coulter internal identifier is (B)(4).